Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, a high capture threshold was observed on the right ventricular (rv) lead. X-ray examination revealed no anomalies and the rv lead was capped and replaced. The patient was stable.